Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was functionally tested including leak testing, clear passage testing, clamp function testing, and integrity testing, with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between a minicap extended life transfer set and the titanium adapter which resulted in a leak. This was further described as the patient ¿disconnected from cyler as per usual. Noted in evening shirt wet, catheter well taped. Removed tape and transfer set connection noted to be loose and leaking¿. When the patient went to tighten, the device disconnected in the patient¿s hands. This occurred after treatment of peritoneal dialysis therapy. The transfer set was replaced; however, the titanium adapter remained in use. The transfer set had been in use for seven (7) weeks. The patient was given prophylactic antibiotics as a precautionary measure. There was no patient injury or medical intervention associated with this event. No additional information is available.